Event description:
It was reported that the patient experienced an inadequate stimulation and a stimulation in the rib. The leads had high impedances. The patient underwent an ipg and lead replacement procedure and was doing well postoperatively. The explanted devices will not be returned per hospital policy.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 5142434/7077056.